Event description:
A red alert was detected on this rv lead on (B)(6) 2011 tor high pacing lead impedance. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).